Manufacturer narrative:
Unit alarmed a33 during the prime and a33 tests due to faulty gold sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to a33 alarm. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. Customer does not recall any significant events leading to the error, but indicated that the pump alarms everytime during the fill tubing. Customer indicated that their blood glucose was in the 200's mg/dl. Troubleshooting was done for alarm but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.